Manufacturer narrative:
Additional information can be found in the following sections: b5, d10, g4, g7, h1, h2, h10 61- intuitive surgical, inc. (Isi) received the 8 mm long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of physical damage. The instrument was found to have a broken bipolar yaw pulley. All broken pieces were returned by the customer. The broken assembly was pieced back together with the yaw pulley. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The following additional observation, which was unrelated to the reported complaint, was found by failure analysis: the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Based on the failure analysis investigation results, this MDR is retracted. The damage to the instrument was caused by mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The long bipolar grasper instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because a portion of the jaw from the long bipolar grasper instrument fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a portion of the jaw of a long bipolar grasper instrument broke while the instrument was in use and in the patient. The fragment was retrieved during the same procedure. There was no reported patient injury. The customer converted to another da vinci system to complete the procedure. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event with no success.